Manufacturer narrative:
E1: complainant street address: (B)(6), complainant country: taiwan, province of china, name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there is photo associated with this case. However, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: lot 4e01450, order (B)(4), material 1704769, was manufactured on 16/may/2024 in the doyen b manufacturing line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 31/jan/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 31/jan/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4e01450 lot for the malfunction ¿primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿ defect and one additional complaints was identified. Historical nonconformance review: on 31/jan/2025, complaints investigator ran a query in database looking for any in process nonconformance / CAPA (s) associated to the malfunction ¿primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging¿ defect for the lot number 4e01450 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) - package seal integrity nonconformities ¿ method 05: frequency: first piece except for minor change (size changes) during the shift. Start-up changeover downtime more than 4 hours. Sample quantity: nlt 2 blister, specifications: nlt 4.5n individual o nlt 450 gms/2.5cm. Test methods (tm)- package seal integrity nonconformities ¿ method 04: frequency: in the first piece, at the beginning of each shift and every 30 minutes. Sample quantity: nlt 1 blister per cavity specifications: the first package must meet. Defect rate analysis: there have only been 02 defective parts confirmed to date from a lot size of (B)(4), products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as a photograph was available for this complaint issue, it was evaluated and as a result, the reported malfunction for the observed product was not confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by the distributor that the damage to primary packaging and dressing was misplaced (trapped in seal). The product was not used by patient. A photograph depicting the issue was received from the complainant.